Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the tenaculum pierced through the sheath. At approximately 7 minutes into the procedure, the pt felt "discomfort". The treatment was aborted at this point. F/u information received on april 1, 2009, revealed the "discomfort" described in the body of the complaint was actually a small burn (degree not given) which was treated with esterase cream. Reportedly, there was no fluid loss noted. The burn was located at the opening of the cervix and the pt was observed to have a "short" cervix. The pt is fine and experienced no fever or chills. There were no further pt complications, and the procedure was completed with another of the same device.

Manufacturer narrative:
The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.